Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris tubing set was clogged. The following information was provided by the initial reporter: several of our staff have found that they can not flush through them at all. The pump will read distal occlusion when they are used. And then to further complicate the matter, this week a bd rep was in the department and told a nurse that those filters were not compatible with the alaris pumps we are using.

Event description:
It was reported that the unspecified bd alaris tubing set was clogged. The following information was provided by the initial reporter: several of our staff have found that they can not flush through them at all. The pump will read distal occlusion when they are used. And then to further complicate the matter, this week a bd rep was in the department and told a nurse that those filters were not compatible with the alaris pumps we are using.

Manufacturer narrative:
Investigation: no product or photo was returned by the customer. It was reported that they are unable to flush the pall filter with alaris tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.